Event description:
It was reported that the procedure was to treat an unspecified vessel. After deployment of the xience sierra stent, it increased in size [stretched]. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stretched stent; however, factors that could contribute to a stretched stent include, but are not limited to, interaction with accessory devices, interaction with anatomy and product placement. There is no indication of a product quality issue with respect to manufacture, design or labeling.